Manufacturer narrative:
510(k)#: k160229. Device evaluation: the echo-hd-25-ebus-p-c device of lot number c1840815 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 06th october 2021. In summary the following results were observed in the lab evaluation: distal tip of needle split/damage observed. Sheath extender not returned with device. Distal end of needle advanced on returned. Needle able to be fully retracted into device with slight difficulty. Needle able to be advanced out of sheath with slight difficulty. Document review including IFU review: prior to distribution, all echo-hd-25-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-25-ebus-p-c of lot number c1840815 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1840815. The instructions for use, ifu0110-6 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue such as cartilage causing the distal tip of needle to split/damage. As per additional information provided, it has been advised the issue occurred after puncture per "13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? After needle retraction". During the lab evaluation slight needle advancement and retraction issues observed, this was most likely due to distal tip of needle split/damage. It may be noted, sheath extender wasn't returned, as per additional information provided: "7. Was the device damaged in packaging before removal? No; 8. Was the device damaged on removal from packaging? No" therefore it is most likely sheath extender was removed by user. Summary: complaint is confirmed as the failure was verified in the laboratory. No adverse effects to the patient have been reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation. Complaint device was returned and evaluated on 06-oct-2021, distal tip of needle split/broke was observed during the lab evaluation.

Manufacturer narrative:
510(k)#: k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle split and bent off. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of "proximal / distal needle breakage". No adverse effects to the patient have been reported as occurring.